Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09381. Related manufacturer reference number: 2017865-2020-09383. Related manufacturer reference number: 2017865-2020-09384. Related manufacturer reference number: 2017865-2020-09439. It was reported that the patient presented to the clinic for a routine follow up, upon interrogation of the implantable cardioverter defibrillator (ICD) it was noted that the device exhibited high capture thresholds and high impedance; ventricular post-paced oversensing was seen along with atrial oversensing. Ventricular post-sensed oversensing occurred due to noise on both the atrial and right ventricular leads. The right atrial (ra), right ventricular (rv) and left ventricular (lv) leads exhibited high capture thresholds and high impedance values, the rv lead also exhibited high out of range high voltage impedances. The ra, rv and lv leads were explanted and replaced on (B)(6) 2020. During the procedure, it was difficult to retract the helix on the right ventricular lead and when implanting the new ra lead, the stylet could not be inserted, another new lead was successfully implanted. The patient was in stable condition. On (B)(6) 2020, during post implant device check, the ICD exhibited high impedance and high capture thresholds on all three leads. The device was explanted and replaced. The patient remained in stable condition before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.